Event description:
The following details were reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment of a zone 5 abdominal aortic aneurysm. The patient¿s is reported to have a pre-existing aaa s/p y-graft which was implanted in 2004. Presently, the physician reports the aneurysm has dilated to 4.65cm with dilation of the suprarenal artery measuring 5cm and an area at the renal arteries that blossoms out to approximately 9cm. The patient was implanted with gore® excluder® abdominal branch endoprosthesis (tambe). The complete tambe system is comprised of the tambe aortic component, the branch components which are gore® viabahn® balloon expandable endoprosthesis (vbx devices), a distal bifurcated component (gore® excluder® iliac branch endoprosthesis iliac branch component) and contralateral legs (gore® excluder® contralateral legs). It was reported that all proximal and branch devices had been successfully deployed as intended with technical success (with exception of the final branch device which was advanced but not yet deployed). It was reported that upon deployment of the distal end of the tambe aortic component, the vbx devices deployed in the right renal artery became dislodged from the right renal artery portal of the aortic component and created a leak. Multiple attempts to regain purchase within the portal and right renal artery were made with an additional vbx device but were unsuccessful. It was reported that the initial deployment within the right portal/renal artery had been successful with a good 3cm purchase. It is believed that a crisscross of wires may have contributed to the dislodgement of the vbx from the right renal artery and portal. Due to the length of the procedure (11.5 hours), extra of time under general anesthesia, (294 minutes) of fluoroscopy and 494 cc¿s of contrast the physician chose to plug the right renal portal with a 12mm amplatzer plug and conclude the procedure. Post operatively the patient was intubated and became acidotic, and slowly began to experience multi organ failure. It was reported that the patient expired on (B)(6) 2024. An official cause of death was not available but was thought to have been due to a cardiac event.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following details were reported to gore: on (B)(4) 2024, this patient underwent endovascular treatment of a zone 5 abdominal aortic aneurysm. The patient was implanted with gore® excluder® abdominal branch endoprosthesis (tambe). Gore® viabahn® balloon expandable endoprosthesis (vbx devices) were implanted as branch devices in the visceral arteries. It was reported that all proximal and branch devices were deployed with technical success. Upon deployment of the distal end of the tambe aortic component, the two vbx devices deployed in the right renal artery dislodged from the right renal artery portal of the aortic component and caused a leak. Several unsuccessful attempts to regain purchase within the portal and right renal artery were made with an additional vbx device. As reported, the initial deployment within the right portal/renal artery had a good 3cm purchase. It was reported crisscross of wires may have contributed to the dislodgement of the vbx devices from the right renal artery and portal. Because of the extended procedure time (11.5 hours) under general anesthesia, (294 minutes) of fluoroscopy and 494 cc¿s of contrast, the physician chose to plug the right renal portal with a 12mm amplatzer plug. It was reported the deployed vbx devices remain in the patient's right renal artery. The procedure was ended. Post operative, the patient was intubated and became acidotic, and slowly began to experience multi organ failure. It was reported that the patient expired on (B)(6) 2024. The cause of death was thought to have been due to a cardiac event.

Manufacturer narrative:
H6 - code c19: review of device manufacturing record history for both devices confirmed devices met pre-release specifications. Two vbx devices were implanted as one unit in the right renal artery. The second device has the following information: lot/serial # (B)(6); catalog #bxa057902a; UDI # (B)(4). Both devices remain implanted. Therefore, direct product analysis was not possible. MFR report # 2017233-2024-05232 also submitted for same patient/procedure (aortic devices). B1: updated b2: date of patient death was entered. B5: description was updated g3/4: date received by manufacturer was corrected. G: contact name was updated.